Event description:
It was reported that when using the bd pyxis medstation system, the full-height main drawer 5 failed to open, preventing the user from accessing medications. The manufacturer attempted to contact the customer for further information about the malfunction, but no additional information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fullheight drawer 5 had failed due to bad t board. The field service engineer replaced t board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the full-height main drawer 5 failed to open, preventing the user from accessing medications. The manufacturer attempted to contact the customer for further information about the malfunction, but no additional information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 5 had failed due to bad t board. The field service engineer replaced t board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.